Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room due to high blood glucose on (B)(6) 2017. Their blood glucose at the time of the incident was 469 mg/dl. The customer experienced symptoms like nausea. They were treated with syringes. The customer's current blood glucose was 482 mg/dl. The customer treated with insulin pump. The customer was wearing the insulin pump at time of hospitalization. They were still at the emergency room at the time of the call and was unable to troubleshoot. It was noted that the customer had called back. They had a low blood glucose of 48 mg/dl due to taking too much manual injection. They treated with glucose tablets and their blood glucose was going up. They declined troubleshooting. The insulin pump will not be returned for analysis.